Event description:
Reported as, "device tubing had cracked and disconnected."

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 12/nov/08. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the device noted breakage of the port tubing located near the stainless steel connector (this is the portion of tubing located between the stainless steel connector and the port, not between the stainless steel connector and the band). The breakage of the port tubing may be wear related as there is no clear evidence of surgical damage. This breakage may have been the cause of the leakage. Another breakage was noted in the band tubing which appears to have been caused by a sharp instrument. This breakage may have been made to facilitate removal of the device, and may not be the cause of the leakage. Other observation noted pieces of the port septum that have been pulled up and out. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." In addition, the labeling also addresses the following possible outcome of access port leakage: "caution: use of an inappropriate needle may cause access port leakage and require reoperation to replace the port. Do not use standard hypodermic needles as these may cause leaks. Use only bioenterics lap-band system access port needles."